Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen had been going blank intermittently. It was noted that the pump had been exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: a review of the pump¿s history showed no indication of a malfunction related to the complaint. During evaluation, the display screen was fully function and fully illuminated with no signs of damage, fading, or discoloration. The pump was opened and no internal damage was observed on the display.